Event description:
Provider states patient put weight on left side of table and all screws under right side popped off causing patient to fall and drop phone and ipad, which broke.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.